Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The damaged instrument was replaced and returned to the manufacturer for analysis. Investigation of the short spinous process clamp found that the retainer ring has been pulled from the tip of the adjustment screw and is missing. The retainer ring is pulled when the adjustment screw is turned farther than the design will allow to open the clamp. As is, the adjustment screw would be able to close the clamp but not open it. The hardware investigation found that reported event was related to a physical damage failure mode; pieces were missing. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the washer came off of the short spinous process clamp. This occurred after the procedure and there was no patient present when this issue was identified.